Event description:
According to the reporting facility there is no information as to how or why the lens went through the posterior chamber of the right eye. There are no product quality concerns. No updated patient information is available.

Manufacturer narrative:
The product is not available for evaluation. The investigation is ongoing.

Manufacturer narrative:
The product was not returned for evaluation; consequently, no product evaluation was performed. A DHR (device history record) review could not be done as no lot number has been provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The complaint could not be confirmed. The most likely root cause for this event is loading error. Loading errors may occur when surgeons load the lens improperly into the loading area, use an insufficient quantity of viscoelastic, or inject the intraocular lens too quickly.

Manufacturer narrative:
According to the reporter, the product is not available for evaluation. The investigation is ongoing.

Event description:
It was reported that when placing an intraocular lens (iol) it went through the posterior capsule. A vitrectomy was performed, and the lens was exchanged for a lens of a different model and diopter. Though requested, no additional information has been provided.